Manufacturer narrative:
(B)(4). Additional method code: 3372. Evaluation summary: the device was returned, and the evaluation is complete. This complaint is an ancillary service event. The difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:03:12. During night drain cycle six, the patient's ultrafiltration reading was 1806ml, indicating the home patient (hp) drained 1806ml more than their maximum programmed fill volume of 2000ml. No additional information is available.